Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No technical root cause was identified as the product was found to be within specifications. The contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with diffuse lamellar keratitis of the left eye one day following lasik treatment. The topical steroids were increased. The symptoms resolved two days following onset. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.